Event description:
The complainant stated that a weld failed on the right head caster tube on the base and the caster nearly came off the stretcher. The caster and caster tube is still attached and no one was hurt.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.